Event description:
It was reported that the threaded, spade point tip of a kirschner wire (k-wire) broke off. The event occurred while the surgeon was drilling in the 2.0mm k-wire for a right tibia plateau fracture using the proximal tibia less invasive stabilization system (liss) plate system on (B)(6) 2015. The surgeon decided not to retrieve the broken tip; it remains in the patient. Another k-wire was used to complete the procedure. No surgical delay reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke intra-operatively and was not fully implanted or explanted. Per facility, the complainant part will not be returned for manufacturer review/investigation. The part will be retained by the facility. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.